Manufacturer narrative:
Lens work order search: one similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that while the surgeon attempted to implant a 12.6mm vicm5_12.6; -7.0 diopter implantable collamer lens into the patient's right eye (od) (B)(6) 2022; the lens had tore during injection/delivery and became stuck in the cartridge or injection system. There was patient contact but no patient injury. The lens was not implanted. Intraoperatively the lens was replaced with a back up lens of the same length/model and the problem was resolved. The cause of the event was reported as the device. It was noted "the lens was torn as the surgeon was advancing the lens through the cartridge; we had a back up of the same diopter lens and implanted that one instead".